Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a liver resection procedure the device was closed and would not open. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained from the surgeon: during liver resection, the device was placed over the portal pedicle after tying the portal vein with suture. The device was closed by closing the closing trigger to the handle. Upon complete jaw closure a loud "crunch" was heard. The surgeon felt that something had "cracked" he then depressed the tissue release button to no effect. He then attempted to pry the closing trigger from the handle with no effect. As he had not fired the stapler he attempted to fire. The device would not fire. He again depressed the tissue release button to no effect. The stapler was then physically pulled off the portal pedicle, by sliding it off. The remainder of the procedure was completed by hand suture. The surgeon has advised that the patient is in a satisfactory condition. On what tissue type was the device used? At what location on the tissue? Vascular pedicle of liver. Did the device fire with the cutline and staple line complete? Device did not cut and no staple line was deployed. Were the staples formed in the proper b form shape? No staple line formed. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First firing. During which stroke did the event occur? Upon first closure of device, so when the closing trigger was advanced to the handle in order to close the jaws of the device around the pedicle to be transacted. What other color cartridges were used before and after this event? N/a. Was buttressing material utilized? If so, which product? N/a. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? A loud crunch when closing trigger was engaged. Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? High force to close, the stapler jammed upon closure and none of the triggers or tissue release button returned to their original position. Was there any difficulty removing the device from the tissue? Yes.